Manufacturer narrative:
The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown.based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
Primary surgery usage- nexgen cr femur and tm monoblock cr (item, lot, date unknown). Revision knee surgery due to ongoing pain and discomfort. Tm monoblock cr is the only zimmer biomet tmt design controlled device.